Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported, and the patient status was good.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported, and the patient status was good.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device analysis findings: the 3.50mmx12mm nc emerge mr balloon catheter was returned for analysis. A visual and tactile examination of the hypotube found multiple kinks along the length and no issues were identified along the entire shaft polymer extrusion. A detailed examination of the balloon material, shaft polymer extrusion, and tip profile identified no issues. A leakage test was performed. The device was attached to an encore inflation unit; the balloon was inflated and deflated without issue. Inflation was applied at the rate burst pressure (rbp) of 20 atmospheres (atm) as per the nc emerge instructions for use (IFU). There was no evidence of balloon material rupture. No other device issues were identified during returned product analysis. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this product investigation is assigned the most probable cause classification of no problem detected. This code was selected as the most probable complaint cause based on the information available. Analysis of the returned device noted multiple kinks along the length of the hypotube, no other issues were noted with the device. A leakage test was performed on the device; the balloon was inflated and deflated without issue. The allegation of balloon material rupture cannot be confirmed. The unreported hypotube kinks noted during device analysis most likely occurred as a result of an unintended interaction between the user and the device, at which stage of the damage occurred (during preparation for procedure/handling for packaging) cannot be established. The investigation did not identify any indication of any design or manufacturing issue.